Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited poor sensing and high capture threshold. Lead impedance was less than 200 ohms. The lead was capped.